Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing developed a balloon in the tubing's silicone segment during use to administer antibiotics. There was no report of patient harm.

Event description:
The customer reported that the tubing developed a balloon in the tubing's silicone segment during use to administer antibiotics. There was no report of patient harm.

Event description:
The customer reported that the tubing developed a balloon in the tubing's silicone segment during use to administer antibiotics. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of balloon in pumping silicone segment was confirmed. Visual inspection of the set noted that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. No other anomalies were observed. Functional and pressure testing resulted in the set flowing freely and ran with no issues observed. The root cause of the balloon/bulge in the silicone segment per extensive previous investigations was identified most likely as being due to when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to bulge/balloon.

Event description:
The customer reported that the tubing developed a balloon in the tubing's silicone segment during use to administer antibiotics. There was no report of patient harm.